Manufacturer narrative:
No button error alarm was noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.